Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, the velocity kinked; therefore, it was removed. The procedure was completed using a new velocity. There was no adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2021-00477: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned velocity revealed that the catheter was fractured. If the velocity is forcefully advanced against resistance during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the returned velocity revealed an ovalization on the distal shaft. This damage was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure in the (m1) segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra sheath. During the procedure, the physician advanced a sheath and an ace68 into the patient. Later, at one point during the procedure, while advancing a guidewire through the velocity the physician experienced resistance and was unable to advance the guidewire further. The physician suspected that the velocity was kinked and decided to remove the velocity and guidewire. Upon removal, it was noticed that the velocity was not kinked but broken approximately 66.0 centimeters from the hub and hanging by a wire. The procedure was completed using a new velocity and the same ace68. There was no adverse effect to the patient.